Event description:
Submitting correction: b1, b2. Submitting correction: h11.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. G4. Additional 510k: k231248.

Event description:
During use, it was reported that the swan ganz vip td catheter had a fracture of the proximal injectate lumen where the white connector enters the blue transparent tubing. Pressure tubing and the co-set were attached to the affected lumen. The catheter and tubing were secured with a pulmonary artery catheter securement device. It was undetermined what was infusing through the proximal injectate lumen at the time of the leakage. On (B)(6) 2026, the patient's blood culture was positive for enterococcus faecalis. No other patient harm was noted. The clinical rationale for long-term monitoring with the catheter placed on (B)(6) 2026, was mitral valve replacement, tricuspid valve replacement and use of impella heart pump. Mvr, tvr, and impella placement.